Manufacturer narrative:
A philips field service engineer (fse), was paged to respond to this event but was informed by the customer that no onsite response was required. Testing of the information center was performed by the hospital biomedical engineer who determined the device was performing as designed and providing alarms as expected for simulated alarm conditions. The fse has also indicated that this customer is using the emergin paging system as a primary means of alarm notification despite being informed on numerous occasions that this is off-label use. This customer was made aware of the proper use model before sale, during install, & after installed through live meetings. Additionally, strips were sent by the hospital and analyzed by philips clinical specialists who confirmed that there was a leads off inop during the event. The device remains fully operational and in use at the customer site.

Event description:
Staff claims no red alarms occurred at the central station during the night. It was noted that a leads off inop condition was in effect at the time of the incident and when users responded to the inop, the patient was noted to have expired.